Event description:
The implantable cardiac defibrillator system was returned with no information. A database search by serial number revealed the patient had expired 2 years ago. The death occured less than one year after implant of the device. No previous contacts, complaints, or allegations have been made against the device system or any of it's individual components.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device(s) associated with this adverse outcome was/were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Evaluation summary: (B)(4): the device was returned, analyzed, and analysis results revealed no anomalies found. (B)(4): the proximal section of the lead was returned, analyzed, and analysis results revealed no anomalies found. (B)(4): the proximal section of the lead was returned, analyzed, and analysis results revealed no anomalies found. (B)(4): the proximal section of the lead was returned, analyzed, and analysis results revealed no anomalies found.